Event description:
The user facility reported that the tip of the guidewire sheared off inside pt during an interventional procedure. The following information was provided by the user facility: after advancing the wire through "tortuous anatomy" to reach a lesion within an occluded vessel, the distal tip of the wire became detached; the detached material was confirmed to be distal to the vessel area that was already occluded; it was determined that the sheared tip did not pose any danger or risk to the pt; therefore, the decision was made to leave the material unretrieved; and the pt's condition is reported to be "stable."

Manufacturer narrative:
Non-resorbable material unretrieved in the body based on the user facility information. Based upon evaluation of user facility information and pictures of involved sample; based upon testing of reserve sample. Conclusions: based upon evaluation of user facility information and pictures of involved sample; based upon testing of reserve sample. The involved device is currently in shipment to the manufacturing facility. However, photographs of the proximal portion of the involved device were obtained prior to shipment. Visual examination of the photographs showed that the distal end of the guidewire had been completely separated. However, the pictures did not permit determination of the cause for the reported separation. Examination and testing of the reserve sample confirmed there were no abnormalities and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a pre-existing guidewire defect or malfunction. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be submitted after the involved sample is received and evaluated at the manufacturing facility. (B)(4).